Manufacturer narrative:
(B)(4).

Event description:
During a routine three month follow up post device change out for normal eri, rv oversensing was noted. The tachy therapy was disabled and a lead revision will be considered. The patient is in stable condition with no adverse consequences.